Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup 54odx48id, pn us157854, ln 734100; 0001825034-2018-10477-2; m2a-magnum mod hd sz 48mm, pn 157448, ln 937530; 0001825034-2018-10476-2; integral/x por red prox 12mm, pn x12-171312, ln 879850. Reported event was confirmed by review of primary op notes which were reviewed and noted a procedure. Patient presented with persistent pain exhaustive pre-op workup showed elevated metal ions; infection work-up was negative. Ten (10) ml cloudy fluid aspirated from hip and sent for culture and sensitivity hip joint showed an adverse local soft tissue reaction with greenish colored synovial reaction as well as a fair amount of synovitis and debris within the hip. Some corrosion on the trunnion, but was able to be cleaned of corrosion and was still intact. Blood loss 300 ml. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 7 years after the initial implantation due to altr, pain, elevated metal ions. Hip joint showed an adverse local soft tissue reaction with greenish colored synovial reaction as well as a fair amount of synovitis and debris within the hip. Some corrosion on the trunnion were noted. Attempts were made to obtain additional information; however, none was available.